Event description:
During ablation the generator produced noise on the ECG. All cables were checked and the system was power cycled but the issue remained. The procedure was cancelled.

Event description:
Further troubleshooting at a later date determined the issue was due to a non-abbott device.